Event description:
Source: (B)(6). I had a tubal ligation on (B)(6) 2009 and never knew that filshie clips were involved until I had one poking in my side for years. I kept vomiting everyday after constantly going to the ER but just gave me medication to stop it temporarily until I was about to pass out. I went to a gynecologist when he did an ultrasound & noticed that all of the clips fell off into different parts of my stomach including my organs when they recovered that I had severe infection and had to have surgery to remove my tubes to save my life. This experience caused me years of unnecessary pain and suffering. I continue to live with the physical and emotional effects of what happened, and I believe I should have been fully informed about the use of filshie clips and the potential risks associated with the procedure. / product details: I was 22 yrs old, I had a tubal ligation & was never told that I had 4 filshie clips on my tubes. I experienced yrs of severe pain that was associated with a life threatening infection in my tubes that could've cost me my life. Reference reports: mw5189942, mw5189944, mw5189945. Pt: 4845, 1831, 1868, 2144, 1685. Device: 1212, 2923, 4003, 2956. This report captures: laparoscopic contraceptive tubal occlusion device #2.